Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2019-02514. It was reported that during an implant procedure, lead was unable to be implanted due to patient anatomy issue. The lead was unable to be implanted in the t-10 position. There was no malfunction allegation on the lead. Physician elected to not implant any products as a result. There were no complications during the procedure. Patient was to be referred to another neurosurgeon for a permanent implant at a later date. Patient was stable.